Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was reported upon receipt of this report, the pd catheter had been removed and hemodialysis had been ongoing for several weeks. At the time of this report, the outcome of the peritonitis event was not reported. Additional information was requested but is not available.